Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that wile drawing up medication with the bd relion® insulin syringe 1 ml, 31 g x 8 mm, the needle separated from the hub. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc syringe. Customer states that the needle broke off into the vial while drawing. The returned syringe was examined and exhibited a detached cannula. The loose cannula was returned in the shield of the syringe. The sample was also examined under the microscope and under uv light and exhibited adhesive runoff onto the hub and little adhesive in the hub of the syringe. The loose cannula also exhibited adhesive on the cannula shaft. Sample will be forwarded to manufacturing ((B)(4)) on 06oct2017 for further investigation. As per manufacturing, there were zero (0) defects or notifications noted for any related defects during the production of these batches. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The probable root causes for this issue are: misadjustment of the adhesive nozzle; flow on adhesive nozzle is set too high. Based on the above, no CAPA is required at this time.

Manufacturer narrative:
Investigation: (B)(4) received one (1) 1ml, 8mm, 30g syringe in opened polybag from batch# 7023647. Upon evaluation by qe ah, similar findings to those found in (B)(6) were noted with no additional information to be provided at this time. The (B)(4) plant recently upgraded the needle lines with additional lighting and camera upgrades with the intent of better detection of adhesive runoff and/or insufficient adhesive.